Event description:
It was reported the handle of the cool path catheter leaked saline solution during an ablation procedure. The catheter was said to have been torqued during the procedure. There were no consequences to the patient. Additional information was requested and is not available.

Manufacturer narrative:
Visual inspection revealed no anomalies. Functional testing confirmed pressure dropped during leak testing. Water was pushed through the catheter luer lock towards the tip using a syringe and came out through the catheter handle. In order to determine the source of the saline inside the handle, the fluid lumen inside the opened handle was cut approximately 2 cm from the distal end of the handle. This resulted in two pieces of lumen, one smaller piece running towards the irrigation port and a longer piece which runs all the way to the distal catheter tip. The portion of the lumen, closest to the irrigation port did not move when pulled; however, the longer piece separated when a pulling force was applied. The breakage/separation occurred in the location of the strain relief join located at the distal end of the catheter handle. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedure factors.